Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider installed a replacement pump, performed calibrations and operational verification procedure tests, ventilator worked properly and was returned to service.

Event description:
It was reported that after installing a new pump the ventilator auto triggered and was unable to maintain positive end-expiratory pressure (peep) properly. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.